Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-04658. During a routine device replacement procedure, it was noted the right atrial (ra) lead was unable to be removed from the device header. The ra lead was cut and capped. The ra lead was not replaced. The patient was stable. Further information has been requested but has not yet been received.

Manufacturer narrative:
The reported event was unable to detach atrial lead from header at box change. As received, a partial connector portion of a lead was returned in one piece. The lead was tested with a device and was able to be inserted and removed with no anomalies noted. The connector pin, connector ring, and connector boot diameters were measured and were found to be within specification. The insulation adjacent to the front sealing ring was found to be slightly outside the requirement of the product specification due to procedural damage in this region. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.